Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. However there aren't any erratic results in the memory. The customer is concerned with tests results from results obtained of 70mg/dl. The customer's expected fasting blood glucose test result range is 200 to 260mg/dl. The customer feels well and did not report any symptoms at the time of the call. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 82 and 72mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/14/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer states that on (B)(6) 2017 her sugar drop low down to 33mg/dl and she was having symptoms of low blood sugar. Customer drank some orange juice and then her glucose up. Customer then test her sugar this morning and got 70mg/dl fasting then ate something and an hour after eating her results was still 70mg/dl for the next 3 hours the results was still 70mg/dl. Customer states that she is concern because she run the test and for the next 3 hour, her glucose is the same. Customer states that her normal glucose range is 200-260mg/dl . Customer just started to test regularly for the 3 weeks now. Customer is concern because she ran 3 different test and different times and the results did not change. Customer is not concerned with the 70mg/dl being lower than her normal range but is concern with the three results of 70mg/dl.